Event description:
It was reported that during the implant attempt, the helix was defective. The right ventricular (rv) lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal conductor of the lead was extrinsically over-rotated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.